Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 - november 29, 2023. H11: the actual device was received for evaluation containing 212ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The folfusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor during patient infusion via a peripherally inserted central catheter (PICC) line. The expected infusion time was 24 hours; however, the device remained full (approximately 230ml) after disconnection. The device contained flucloxacillin 8g, citrate buffer and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.